Event description:
Patient sex: unk. Procedure: unk. According to the reporter: during use of the device a metallic buzzing sound was heard at activation. After inserting the device two pieces of the white plastic at the tip of the device were found in the "vessera." The pieces were retrieved and thrown away.